Event description:
Customer called and reported a drive tube leak just after the second phase of buffy coat collection. The tubing was torn in the middle, both bearings were still in place. Nurses clamped line and aborted treatment. Double needle mode treatment, peripheral access the patient was reported to be stable. The blood flooded out over the system pressure sensor, the nurses want the machine to be checked. Service was dispatched (B)(4). The customer agreed to return photos and the kit for investigation.

Manufacturer narrative:
The kit, smartcard data, and photos associated with this complaint were returned for analysis. The smartcard data analysis indicated several blood leak (centrifuge) alarms were seen when 1501ml of whole blood was processed and the treatment was aborted. The examination of photos and the retuned kit components confirmed that the upper bearing stop had delaminated. The root cause of the reported leak is that the bearing stop delaminated and allowed the drive tube to rub against the wall of the centrifuge chamber. The drive tube was worn away and leaked. Therakos and the manufacturer have implemented corrective actions to address several potential root causes of drive tube delamination. The DHR review of the complaint lot found no related nonconformances. This lot was produced in february 2015 and passed all lot release testing. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the therakos continuous improvement program. (B)(4).

Manufacturer narrative:
The system was used for treatment. A review of kit lot d106 was performed and there were no nonconformances associated with this lot. This lot met release requirements. The uvadex lot number was not provided. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, drive tube leak/break and alarm #7: blood leak? (Centrifuge chamber) and no trends were detected. A corrective and preventive action was initiated for complaint category, drive tube leak/break. No corrective and preventive action was initiated for alarm #7: blood leak? (Centrifuge chamber). (B)(4) was completed: the service technician completely dismantled the door of the centrifuge, the support of the bowl and mechanical parts inside the centrifuge and the bar outside the door. He performed full deep cleaning of all these parts to remove any trace of blood. Pressure sensor of the centrifuge was found ok. The system checkout procedure was performed with satisfactory results. This assessment is based on information available at the time of this report. A photo and the smart card data have been received; the kit has not yet been received at the time of this report. A supplemental report will be sent with the results of the analysis, when completed. (B)(4). Not returned.